Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support. The resolution is unknown. The customer contact reported there is no patient information available.

Event description:
The hospital reported the unit alarmed during a case and lost the ability to mechanically ventilate. The patient was switched to manual ventilation to complete the case. There was no report of patient injury.